Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; if explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. (B)(6). (B)(4). Device evaluation: device not available for investigation. The reported complaint was not confirmed. Manufacturing records review: the manufacturing record cannot be reviewed since the serial number is unknown. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a cataract surgery, a model pcb00 intraocular lens was used. The surgeon observed a trailing haptic that could not disengage properly. The leading haptic and optic were inserted into the bag; however, the trailing haptic snapped off and surgeon had to remove the lens. Another pcb lens was used and inserted successfully. There was no patient injury. During the removal, the wound was slightly enlarged. Patient visual acuity has not been affected. No further information was provided.